Manufacturer narrative:
The technician replaced the pump manifold with a new upgrade pump manifold to repair the bed.

Event description:
Information received indicates the bed is drifting into reverse trend due to a problem with the pump manifold. No injury. Bed was located in the bed repair shop.